Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 399945, lot# v020215, implanted: (B)(6) 2007, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation from their implantable neurostimulator (ins). Specifically, the patient was at physical therapy and while lying on their back doing exercises and did not experience any increase in stimulation or shaking in their leg. That same evening, the patient noticed that they could not feel the stimulation when lying down in bed at night. It was noted that the patient had not had their ins system checked or reprogrammed in 6 years. The patient also reported that they had lower back surgery a 'short while ago' and just had a post-surgical follow up appointment. The patient was also unable to adjust their stimulation using the programmer unit. They replaced the batteries in the unit but still could not increase or decrease the stimulation (only heard 'triple beeps' from device). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the batteries did not pass the self test, and the patient did not hear beeps. It was noted the patient thought their "transmitter went dead."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).